Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: item number: ep-189046, item name: e1 vngd as tib brg 16x67, lot: 426110. Item number: 183006, item name: vanguard cr ilok fem-rt 62.5, lot: 262490. Item number: 184764, item name: series a 3 peg std 31x8, lot: 013660. Item number: 141232, item name: cc cruciate tray 67 mm, lot: 642050. Item number: 402283, item name: cobalt g-hv bone cement, lot: 849960. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04102 and 0001825034-2017-04101. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 6 years ago was revised for tibial loosening.